Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra-fine¿ insulin syringe had foreign matter on device cannula / in fluid path. The following information was provided by the initial reporter: the customer stated a mother of young child who inject growth hormone with bd insulin syringe found amber-colored stain on the plunger rod after giving injection. The customer asked for compensation, the exact root cause and the ingredient of foreign matter.

Event description:
It was reported during use the bd ultra-fine¿ insulin syringe had foreign matter on device cannula / in fluid path. The following information was provided by the initial reporter: the customer stated a mother of young child who inject growth hormone with bd insulin syringe found amber-colored stain on the plunger rod after giving injection. The customer asked for compensation, the exact root cause and the ingredient of foreign matter.

Manufacturer narrative:
Investigation: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 9133871. Customer states that there is fm on the plunger rod. The returned syringe was examined and exhibited dark material on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely degraded polystyrene. A review of the device history record was completed for batch # 9133871. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined.